Event description:
A malfunction alarm related to a specific malfunction code was reported. The impact on the customer's blood glucose level is unknown as the customer declined to provide this information. The alarm was resettable, and the pump was already reset once for this error; however, the decision was made to replace the pump. The customer was informed that the pump needed replacement and was instructed to return the faulty pump to tandem using a pre-paid label. The replacement pump was confirmed, and the customer provided the necessary storage instructions for its transport. There are no additional details regarding the type of backup insulin therapy the customer chose to ensure continued insulin delivery.